Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. However, procedural images were reviewed by a clinical representative who noted that the landing zones in both iliacs looked short and may not have given enough of a seal zone. The patient's dissection appears to may have been filling due to an endoleak. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 12 days post implant of a bifurcated device and three infrarenal aortic extensions a computed tomography (CT) scan identified an unresolved dissection. Reportedly, at the time of the initial implant, the patient presented with a dissection located in the right common internal artery that incorporated the aorta and the right external iliac artery/right internal iliac artery junction; a 20mm calcified ring was also noted down the bifurcation. During the initial procedure, the physician treated the dissection implanting a bifurcated device and placed two infrarenal aortic extensions in the left iliac, and one infrarenal aortic extension in the right iliac artery. The procedure was concluded and the dissection was believed to have resolved. The patient returned for a follow-up visit and a CT scan revealed the dissection was still present. The physician placed an infrarenal aortic extension into the aorta and elected to use a hypo preservation technique performing a snorkel procedure with a gore viabahn stent graft to address the dissection distally. The procedure was completed with good results. The patient was discharged home the following day and is reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.